Event description:
Caller reported a discrepancy in displayed and actual pump time, exceeding five minutes, without knowing the reason for the incorrect time. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Customer was assisted by cts in updating the pump time, advised to monitor the situation, and acknowledged the instructions given.